Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('painful more than ever') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2010, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammatory pain ("inflammation can cause the most random pains"), headache ("headaches"), arthralgia ("joint pain"), ovulation pain ("extreme ovulation pain"), menorrhagia ("heavy periods, first period was heavy not as bad as an essure period"), feeling abnormal ("brain fog"), abdominal distension ("bloating") and eczema ("eczema very mild but autoimmune") and experienced vaginal haemorrhage ("brown spotting"), lasting 6 days. The patient was treated with surgery (tubes and coils removed (B)(6) 2015). At the time of the report, the pelvic pain, inflammatory pain, headache, arthralgia, ovulation pain, feeling abnormal, vaginal haemorrhage, abdominal distension and eczema had resolved, the nausea had not resolved and the menorrhagia was resolving. The reporter considered abdominal distension, arthralgia, eczema, feeling abnormal, headache, inflammatory pain, menorrhagia, nausea, ovulation pain, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: tubes and coils removed (B)(6) 2015. My symptoms have all gone. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: new events ¿inflammatory pain¿, ¿headaches¿, ¿nausea¿, ¿joint pain¿, ¿ovulation pain¿, ¿heavy periods¿, ¿brain fog nos¿, ¿brown spotting, ¿bloating nos¿, ¿increased pain¿, ¿eczema nos¿ were added. New reporter was added. Date explanted was added. On 23-mar-2020: new reporter was added. Onset date was added to the event ¿nausea¿ and the outcome was changed. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('painful more than ever') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2010, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammatory pain ("inflammation can cause the most random pains"), headache ("headaches"), arthralgia ("joint pain"), ovulation pain ("extreme ovulation pain"), menorrhagia ("heavy periods, first period was heavy not as bad as an essure period"), feeling abnormal ("brain fog"), abdominal distension ("bloating"), eczema ("eczema very mild but autoimmune") and ovarian cyst ruptured ("ovarian cyst ruptured") and experienced vaginal haemorrhage ("brown spotting"), lasting 6 days. The patient was treated with surgery (tubes and coils removed nov 2015). At the time of the report, the pelvic pain, inflammatory pain, headache, arthralgia, ovulation pain, feeling abnormal, vaginal haemorrhage, abdominal distension and eczema had resolved, the nausea had not resolved, the menorrhagia was resolving and the ovarian cyst ruptured outcome was unknown. The reporter considered abdominal distension, arthralgia, eczema, feeling abnormal, headache, inflammatory pain, menorrhagia, nausea, ovulation pain, pelvic pain and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: tubes and coils removed nov 2015. My symptoms have all gone. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: event ovarian cyst ruptured was added. Reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('painful more than ever') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2010, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammatory pain ("inflammation can cause the most random pains"), headache ("headaches"), arthralgia ("joint pain"), ovulation pain ("extreme ovulation pain"), menorrhagia ("heavy periods, first period was heavy not as bad as an essure period"), feeling abnormal ("brain fog"), abdominal distension ("bloating") and eczema ("eczema very mild but autoimmune") and experienced vaginal haemorrhage ("brown spotting"), lasting 6 days. The patient was treated with surgery (tubes and coils removed (B)(6) 2015). At the time of the report, the pelvic pain, inflammatory pain, headache, arthralgia, ovulation pain, feeling abnormal, vaginal haemorrhage, abdominal distension and eczema had resolved, the nausea had not resolved and the menorrhagia was resolving. The reporter considered abdominal distension, arthralgia, eczema, feeling abnormal, headache, inflammatory pain, menorrhagia, nausea, ovulation pain, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: tubes and coils removed (B)(6) 2015. My symptoms have all gone. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('required surgery to remove ') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.